Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for distal radius with the product in question. During the surgery, when the surgeon attempted to firmly insert and rotate the screw head in a normal extraction, there was a slipping sensation, and the surgery was interrupted. When the screwdriver was changed to a different tip, there was no slipping sensation when the screwdriver was firmly fitted and turned, so the extraction was terminated with it. The surgery was completed successfully without any surgical delay. After the surgery, the tip of the screwdriver was checked, and the convex shape of the tip was shaved off and a slightly twisted shape was observed. No further information is available. This report is for a stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procodes: kwq, nkg. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g1: manufacture site updated. H4: manufacture date added. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 314.467. Lot number: 177p696. Manufacturing site: haegendorf. Release to warehouse date: 31/05/2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: updated event description. D10: concomitant device added.

Event description:
The patient was outcome reported to be stable.